Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use. Catheter separation. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, the catheter could not be removed from the onyx cast. Subsequently, the catheter broke and the distal segment remained in the patient. An alligator and micro snare were used and successfully retrieve the broken segment from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00358.